Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and per event details, the cause of the patient's pericardial effusion is attributed to the open heart surgery/implant and postoperative anticoagulant. The reported cardiac arrest was a cascading effect of pericardial effusion. The reported hospitalization and unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm epic plus supra valve was successfully implanted in a patient. The patient was administered 40,000 ie during procedure and had a minimum activated clotting time (act) level of 135 seconds and a maximum act level of 751 seconds. The patient was administered 300 mg of protamine or reversal agent. There was no difficulty implanting the device, such as multiple manipulations. On (B)(6) 2024, it was noted via echocardiogram that the patient had developed a 17mm circumferential pericardial effusion, spanning across the right atrium and ventricle and the left atrium. It was also noted the patient started having symptoms of cardiac tamponade. It's noted that the patient was taking 75mg of clopidogrel and 100mg of acetylsalicylic acid when the pericardial effusion was discovered, but no anticoagulant or antiplatelet medication prior to procedure. On (B)(6) 2024, the decision was made to perform a pericardial puncture and drainage of the effusion. The patient was also hospitalized for two days. The cause of the patient's pericardial effusion is attributed to the open-heart surgery/implant and postoperative anticoagulant. There is no allegation of malfunction against the abbott device or procedure.